Event description:
It was reported that the patient's right atrial (ra) lead had high capture threshold, exhibited low p-wave sensing and the patient had muscle stimulation resulted in discomfort. During a repositioning attempt, the helix of the ra lead had failed to extend. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The reported events were high capture threshold, low p-wave sensing, muscle stimulation and helix mechanism issue. As received, a complete lead was returned. The reported event of helix issue was confirmed but high capture threshold, low p-wave sensing, were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood /tissue in the helix region and over torqued of the inner coil.